Event description:
Event verbatim [preferred term] her neck was actually in pain after a while so she took the patch off and it turns out that her whole neck was burned and red from it [thermal burn]. Case narrative:t his is a spontaneous report from a contactable consumer reported for his wife. A female patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) for discomfort and tightness in her neck. Medical history included discomfort and tightness in her neck. Concomitant medications were unknown. The patient had recently had some discomfort and tightness in her neck and like she had in the past, she used the product to help which it had many times in the past. Today was different however, she had the patch on and noticed that her neck was actually in pain after a while so she took the patch off and it turned out that her whole neck was burned and red from it. This hadn't ever happened before but now she was in more pain that she was to begin with. She sent the reporter a photo of it and there was no question that it burned her right where the patch was. They were both really disappointed with the product and reporter knew that she was obviously going to be much more hesitant to use it in the future if she felt the need. Reporter rarely ever complained about a product even if it fell short of expectations but causing a burn was a little more serious in his view. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "her whole neck was burned and red from it/ she was in more pain that she was to begin with" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "her whole neck was burned and red from it/ she was in more pain that she was to begin with" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/negligible-minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction? No. Severity of harm: n/a. Return sample evaluation: return sample not available.

Event description:
Event verbatim [preferred term]. Her neck was actually in pain after a while so she took the patch off and it turns out that her whole neck was burned and red from it [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer reported for his wife. A female patient of unknown age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) for discomfort and tightness in her neck. Medical history included discomfort and tightness in her neck. Concomitant medications were unknown. The patient had recently had some discomfort and tightness in her neck and like she had in the past, she used the product to help which it had many times in the past. Today was different however, she had the patch on and noticed that her neck was actually in pain after a while so she took the patch off and it turned out that her whole neck was burned and red from it. This hadn't ever happened before but now she was in more pain that she was to begin with. She sent the reporter a photo of it and there was no question that it burned her right where the patch was. They were both really disappointed with the product and reporter knew that she was obviously going to be much more hesitant to use it in the future if she felt the need. Reporter rarely ever complained about a product even if it fell short of expectations but causing a burn was a little more serious in his view. Action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/negligible-minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction? No. Severity of harm: n/a. Return sample evaluation: return sample not available. Follow-up (14feb2019): follow-up attempts are completed. No further information is expected. Follow-up (06may2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of "her whole neck was burned and red from it/ she was in more pain that she was to begin with" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.